Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr. Pump passed displacement test, self test and a21 error test. Pump passed all operating currents tested within the specifications range and passed off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Event description:
The customer's mother reported via phone call, the insulin pump had a broken piece or its about to brake off. Customer's mother did not know the customer's blood glucose at the time of the incident. The damage to the insulin pump may have been due to the customer playing sports and customer wear the device. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer mentioned the customer will experience low blood glucose the following day from exercising. Customer declined troubleshooting for lows. The insulin pump was returned for analysis.